Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that three infusion set cannula were bent which led to hyperglycemia on (B)(6) 2026 and (B)(6) 2026. The blood glucose level was high, and it was treated with correction bolus via pump and correction injection via multiple daily injection.